Event description:
It was reported that the procedure was to treat a proximal circumflex artery at the ostial. A balance middleweight (bmw) guide wire was advanced to the 1st marginal artery. Pre-dilatation was performed with a 2.0 x 15 mm trek and then a 2.5 x 20 mm trek. A whisper es guide wire was positioned to reinforce the support of the guiding catheter and to facilitate stent advancement. The non-abbott stent could not advance so a 2.5 x 15 mm trek was used for further pre-dilatation when the bmw guide wire became trapped in the fibrous lesion. Strong force was applied and the bmw was able to be removed. After removal, the guide wire was found to be stretched. Another bmw was placed; however, the lesion could not be reduced and the procedure was stopped. The patient will be rescheduled for treatment at a later date. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: whisper es; guide cath: jl 3.5. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.